Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during hydraulic pressurization a leak was observed between the 56cm and 57cm depth markings. Microscopic inspection of the leak site revealed a small diagonally aligned split. Inspection of the sample revealed multiple impressions near the leak site. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed abundant abrasion damage. The split characteristics and interior surface damage were consistent with damage caused by the inlaid stylet. Such damage typically occurs if the stylet is manipulated or removal is attempted prior to wetting and /or if removal is attempted through a tortuous path. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.

Event description:
It was reported that the implicated catheter was inserted into the patient on (B)(6) 2017, and normal saline was infused through it on (B)(6) 2017. On (B)(6) 2017, the nurse reportedly noticed leakage at the proximal area during dressing inspection. The PICC was removed from the patient on (B)(6) 2017. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that the implicated catheter was inserted into the patient on (B)(6) 2017, and normal saline was infused through it on (B)(6) 2017. On (B)(6) 2017, the nurse reportedly noticed leakage at the proximal area during dressing inspection. The PICC was removed from the patient on (B)(6) 2017. No injury to the patient was reported.